Event description:
Patient called in to report that she experienced high blood sugar readings on (B)(6) 2019. The patient stated that half way through the night, she tested her sugar readings at 3am and received a reading of 284, patient noticed that the grey indicator did not appear to move. At 8am patient readings tested 402. The patient administered 20 units of regular insulin to bring her blood sugar down.